Manufacturer narrative:
The lot# mk786853 was returned to olympus for evaluation. A visual inspection on the received condition was performed on the device; there is some tissue built up indicating the device was used. The ptfe pad (teflon pad) was inspected and found the teflon pad has normal wear but no metal exposure under the teflon pad, no abnormalities. The distal end of the device was inspected under a microscope and there is no visual indication of damage to the probe tip. The device was attached to olympus usg-400/esg-400 generators and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches were functional. The wiper movement was normal. The consistency of movement of the handle and jaw was normal. The handle load was normal. The rotation of the knob torque was normal and smooth. Based on the evaluation, the cause of the reported event could not be confirmed the device functions appropriately and there were no signs of abnormalities from the device.

Manufacturer narrative:
The referenced device was not returned to olympus for evaluation; therefore, the exact cause of the reported event cannot be conclusively determined. However, based on similar reported events the most probable cause of the reported event can be attributed to operational (unintended) error. To mitigate the risk of device becoming damaged inside the patient, the instruction manual provides warning which states: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy procedure, the physician was working on the patient's uterine tissue when the jaw (probe) at the distal end of the device broke off inside the patient's abdominal cavity. The broken probe was retrieved fro the patient with a laparoscopic grasper. The procedure was delayed approximately 5 minutes as the device was replaced with a second like device. The intended procedure was completed. There was no patient injury reported. Additionally, the device, the concomitant equipment and connections were inspected prior use with no anomalies found. There was no unexpected bleeding to the patient and the patient did not require a longer stay or additional treatment.